Event description:
Patient reported a right side "deflation". Patient later reported "chronic fatigue, anxiety, extreme depression, experience right breast implant rupture, diagnosed at this time with symmastia. Patient additionally reported developed muscular/joint pain, unrelated to the device. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 25-apr-2014. In response to FDA report number: mw5092849. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of symmastia and depression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device noted brown particles on the outer surface of the device. A leak test was performed which identified no leakage. No blockage was found in the diaphragm valve. No device failure was observed, and was found to be intact and functional.

Event description:
Patient reported a right side "deflation". Patient later reported "chronic fatigue, anxiety, extreme depression, experience right breast implant rupture, diagnosed at this time with symmastia. Patient additionally reported developed muscular/joint pain, unrelated to the device. Device has been explanted.